Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number and one complaint with the allegation of slow fills, slow drains, and iipv ((dv > 200% of fv) within 90 days of the notified date. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis patient has been experiencing pain on the cycler for over 1 year. The patient called because she has been having slow drains and slow fills during the peritoneal dialysis treatment. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (9) where 1637ml drained. This drain is 234% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 701ml is 1262ml. Therefore, a reportable malfunction has occurred. Follow up with the patients peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the alleged event. The patient did not require medical intervention.